Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g4; g7; h1; h2; h3; h4; h6. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a healthcare professional. Bone scan indicated hardware loosening along the metal to bone interface. Patient had 8/10 pain and frequent falls. Femur, poly, and tibial components were revised and the patella was left intact. X-rays were provided and reviewed. Anatomic alignment of the left tka with small areas of lucency along the femoral and tibial implants without radiographic evidence of loosening. Bone quality is osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: associated products : unknown vanguard tibial tray, unk vanguard femoral. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05200, 0001825034-2019-05203.

Event description:
Patient underwent a left total knee arthroplasty approximately seven years ago. Subsequently he has been revised due to loosening, aches/pains, with complaints of falling a lot.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: item#:141233 biomet cc cruciate tray 71mm lot#:j2654220, item#:183030 vanguard cr ilok fem-lt 67.5 lot#:849470, item#:184764 series a pat std 31 3 peg lot#:439280.

Event description:
The patient underwent a revision approximately 7 years post-implantation due to pain, aseptic loosening, and frequent falls. During the revision, the femoral and tibial components were replaced with competitor product without complication. The patella was left intact.